Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, one day post implant, this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was scheduled and this rv lead was explanted and replaced. The lead was retained by the facility and will not be returned. No additional adverse patient effects were reported.